Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited loss of high voltage therapy during ventricular tachycardia (vt) episodes. No intervention was done. The patient status was unknown.